Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer. The root cause of this failure could not be identified.

Event description:
The customer reported an aneurysm in the silicone segment below the upper fitment was noted to have ruptured. The pt was receiving a propofol infusion into a PICC line. The set was changed out. There was no pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.